Event description:
It was reported the patient's ipg would not communicate with external devices. The patient failed to charge the ipg as recommended due to difficulty reaching the ipg site with the charger. As a result, the ipg became inoperable and surgical intervention was undertaken to explant and replace the device, which addressed the issue.